Manufacturer narrative:
System was used for treatment. Kit lot e315 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories alarm #1: air detected and pressure dome membrane leak and no trend was detected for either of these categories. The kit and smart card were received for analysis. Review of the data recorded on the returned smart card confirmed the reported occurrence of air detected warnings. Review of the returned kit components found no issue with the system pressure dome, but did find that the diaphragm had been unseated on the collect pressure dome. The diaphragm of the system pressure dome was fully seated and there were no signs of a blood leak in the vicinity of that pressure dome. The collect pressure dome and corresponding diaphragm were cleaned then the diaphragm re-seated onto the pressure dome housing. The fit of the reassembled collect pressure dome was found to be acceptable on a test pressure sensor (the pressure dome fit onto the sample pressure sensor without issue and the feet of each of the latches easily fit into the circumferential groove around the sensor). The reassembled collect pressure dome was then tested for leaks and no leaks were identified. Testing did not find any issues with the collect pressure dome that would have caused or contributed to the unseated diaphragm and subsequent leak. Pressure dome diaphragms may become unseated if the pressure dome assembly is not fully secured onto the pressure sensor on the instrument deck during installation. If one of the latches of a pressure dome is not fully engaged in the circumferential groove around the sensor, there is room for the diaphragm to be displaced from the body of the pressure dome if pressure is high enough. The root cause of the blood leak is most likely improper installation of the pressure dome assembly onto the instrument pressure sensor. No manufacturing related defects were confirmed during the evaluation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
Customer called to report that at 911 ml of whole blood processed (wbp), the system pressure dome popped off and blood leaked on the pump deck. No system pressure alarm sounded before this. Customer reported air detected alarms earlier in the procedure, but no collect pressure alarms. Procedure was aborted. Customer reported that the patient is stable and was sent home. Customer will return kit for evaluation.